Manufacturer narrative:
Due to character limit in e1 section event site name, the full event site name is : (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had displayed high temperature alarm and buzzer sounds when turned on. After the machine broke down, the hospital replaced it and stopped using it, so there were no casualties or any injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Event description:
It was reported by customer that during use, the cardiosave intra aortic balloon pump (iabp) had displayed high temperature alarm when it is turned on, and then the buzzer sounds and the loop leaks. After the machine broke down, the hospital replaced it and stopped using it, so there were no casualties or any injury.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1-contact person at mfg site, g3, g6, h2, h3, h6-(medical device problem code, type of investigation, investigation findings, investigation conclusion) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, arrived at the site on february 14, and conducted a background test on the machine. It was found that the drive valve group test failed, and it was determined that the drive valve door group was damaged. Since the machine is out of warranty, it needs to be paid for repair, but the hospital refuses to quote and does not need repairs for the time being, so the order is closed and the hospital is waiting for the hospital to notify the repair. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by customer that during use, the cardiosave intra aortic balloon pump had displayed high temperature alarm and buzzer sounds when turned on. After the machine broke down, the hospital replaced it and stopped using it, so there were no casualties or any injury.